Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/14/2023. An investigation was conducted on 08/17/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The seal was returned folded inside the loading device. The delivery device was not returned for evaluation. The seal and tension spring assembly were removed from the loading device with no physical difficulties. There were no cracks or delamination on the seal. Based on the reported event description and investigation results, the reported failure "fitting problem" was confirmed. The lot # 3000299721 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure while using the hst iii system (3.8mm), the setting was performed according to the procedure, but the proximal seal was caught in the main body and could not be removed, leaving the proximal seal inside the main body. The seal did not pull out of the loading device. The blue slide lock was not engaged. This was before the white plunger was pressed. There was no delay. A new device was issued and the operation was completed successfully, and there were no problems with the patient. No harm was done to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.